Event description:
The device was used during a breast biopsy. Reportedly, the instrument did not cut. The surgeon manually excised the tissue to complete the procedure. The hosp has reported np pt injury occurred.